Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The explanted lens was returned to (B) (4) for evaluation, however, the condition of the lens (only a portion of the lens optic was returned) precluded further analysis.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens iol in the left eye. One week postoperatively, the pt complained of glare and lack of uncorrected near and intermediate vision. Upon examination, the lens had vaulted posteriorly. There was no decrease in bcva associated with the lens vault. The iol was exchanged for a different lens model and the pt's prognosis is good.